Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issue. The device has been evaluated but not repaired.

Event description:
The manufacturer rec'd info alleging a ventilator's display screen was blank. The device was not in patient use.